Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. The set was changed and rewind attempted again and the insulin pump alarmed again for a motor error. The blood glucose reading was 124 mg/dl. The drive support cap appeared normal. It was advised that the customer discontinue the insulin pump and revert to a back up plan. The insulin pump was not returned for analysis.